Event description:
Customer reported multiple malfunctions on insulin pump. There was no adverse impact to customer¿s blood glucose level. Technical support decided to replace the pump. Customer was instructed to switch to multiple daily injections (mdi) as a backup therapy, place the pump into storage mode, and return it to tandem.